Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. Sus voluntary event report #mw5083079.

Event description:
Sus voluntary event report received states:a balloon was used intra op (abbott vascular armada 5 mm x 100 mm; 150 cm, ref# (B)(4), lot# 7040541 , manufacture date: 04/05/2017, exp 09/30/2020) which perforated the blood vessel. Medical intervention was performed.

Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: a visual and functional inspection were performed on the returned device to identify any possible defects. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of perforation is listed in the instructions for use percutaneous transluminal angioplasty (pta) catheter, armada 18, as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. However, the reported treatments appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.